Event description:
The consumer reported accidental exposure to the nose with the binaxnow covid-19 antigen self-test reagent. Per the consumer, she accidentally grabbed the swab from the test she used the night before and put the swab in her nose. The consumer reportedly rinsing her nostrils with water and still having a burning sensation. No additional information was provided.

Manufacturer narrative:
D4- UDI: (B)(4) a product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their physician if burning sensation continues. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. A supplemental report will be provided if any additional is obtained. H3 other text : single-use; device discarded

Event description:
The consumer reported accidental exposure to the nose with the binaxnow covid-19 antigen self-test reagent. Per the consumer, she accidentally grabbed the swab from the test she used the night before and put the swab in her nose. The consumer reportedly rinsing her nostrils with water and still having a burning sensation. No additional information was provided.

Manufacturer narrative:
D4- UDI: (B)(4). Technical support advised consumer to continue to use water to rinse out nostrils and contact physician if she continues to have the burning sensation. Technical support also sent an email with safety date sheet (sds) to the consumer. The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. H3 other text : single-use; device discarded.